Manufacturer narrative:
Covidien ref no: (B)(4).

Event description:
Asr submitted. Please ref asr-2014-q3.

Manufacturer narrative:
Covidien reference: (B)(4). It was reported that a ventilator keyboard had an unresponsive key. The keyboard was returned for investigation. A visual inspection was carried out, and no anomalies were observed. The keyboard was installed into a test ventilator for analysis. When adjusting the device knob, the settings on the device display would not change. The fault was isolated to the rotary encoder, and it was replaced. The keyboard was again installed into the device and passed testing. No errors were recorded in the diagnostic logs. The device was then put into ventilation mode for twenty four hours without any errors or alarms recorded.